Event description:
Report received from (B)(6) stating that the device cannot secure the cutter. The device was being used during surgery. No injury or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).